Manufacturer narrative:
The field service engineer determined a probe was not aligned properly as it was contacting the side of a bath. The probe rinse pressure was not sufficient. A probe was bent out of alignment. The system was not properly lubricated. The customer reinstalled system reagent bottles and primed the system. The system was operating properly after this. A probe was straightened and probes were aligned. The probe water pressure was adjusted. Analyzer points were lubricated. Pressures and adjustments were verified. The customer ran calibration, controls, and precision studies. The last calibration performed on 30-apr-2020 was ok. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. After the initial values were reported, the patient was sent to the emergency room where a second sample was collected. The results from the second sample did not agree, so the initial sample was repeated on a second analyzer and then repeated a second time on the complained analyzer. The repeat results from the second analyzer were believed to be correct. The complained sample initially resulted with an na value of 168 mmol/l accompanied by a data flag. The sample was repeated on the second analyzer, resulting with an na value of 138 mmol/l. The sample was repeated on the complained analyzer, resulting with an na value of 135 mmol/l accompanied by a data flag. The complained sample initially resulted with a k value of 4.97 mmol/l. The sample was repeated on the second analyzer, resulting with a k value of 4.08 mmol/l. The sample was repeated on the complained analyzer, resulting with a k value of 4.03 mmol/l. The complained sample initially resulted with a cl value of 79.7 mmol/l accompanied by a data flag. The sample was repeated on the second analyzer, resulting with a cl value of 101.1 mmol/l. The sample was repeated on the complained analyzer, resulting with a cl value of 99.0 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.